Manufacturer narrative:
The other relevant components include: product ID 8840, serial# (B)(4), product type: programmer, physician.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable drug infusion pump indicated for non-malignant pain. The pump contained clonidine. It was the health care provider (hcp) changed the concentration in the reservoir but not the programming. The programming error caused an underdose. The representative stated that they increased the dose from 100 mcg/day to 140 mcg/day at some point due to complaints of sudden increased pain. The patient was planning to follow up with the hcp. The pump was filled (B)(6) 2016 with 100 mcg/ml, but the programmed concentration/dose were not updated. The pump was left programmed to 500 mcg/ml at 120 mcg/day. Flow rate: .24 ml/day. Catheter volume: .200 ml. On (B)(6) 2016, they increased the dose from 120 mcg/day to 140 mcg/day. The effective dose was 28 mcg/day based on 100 mcg/ml actually in the pump. The physician didn't notice the change when the concentration was not updated at the refill in (B)(6) 2016. This was not a device issue according to the representative. The patient's pain had been resolved. No follow-up is required at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.